Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a cartridge change error message occurred during the load process. The customer reverted to an alternate pump for insulin therapy. There was no impact to the customer¿s blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged cartridge change error issue was verified in the pump logs, however, no failure was identified.